Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the surgeon reported that the clip end of the er320 did not look right to him. He fired the device anyway and found that the clips did not feel as they usually do when they are forming. He also reported that the clips did not hold. They had no further information at this time. He is following up with another surgeon. There was no consequence to the pt.